Event description:
Philips received a complaint on the dfm100 indicating that the device will not turn on. The bench repair technician evaluated the device. It was determined that this was a malfunction of the therapy and the processor assy, for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy card and the processor card. The reported problem was confirmed. The customer ordered the therapy and the processor assy to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.